Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced past intermittent elevated blood glucose (bg) of approximately 300mg/dl to displayed as "high" on cgm; cause was unknown. Elevated bg was addressed via a correction bolus', manual injections, and supply changes. Reportedly, customer was experiencing chest pressure, vomiting, and feelings of being generally ill. Customer was instructed to contact tandem technical support when elevated bg is occurring so troubleshooting can be conducted and to consult with their healthcare provider. A replacement pump was sent to the customer.